Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure the patient became ischemic after valve deployment and the pressure dropped into the 30-40's. It was thought that this was due to too many pacing runs to determine placement of valve on a patient with CABG. Initially there was no ai or pvl by echo. Vigorous CPR was started to assist in patient support while an iabp was inserted. Echo showed that the valve which was initially placed slightly low (40/60 ventricular) had moved slightly more toward the ventricle during CPR (30/70 ventricular), resulting in significant central aortic insufficiency (cai). A second valve was deployed in good position with no ai or pv leak. The patient's pressure and lv function improved. The patient was stable and sent to recovery.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention, valve regurgitation and hypotension are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimal valve calcification, narrow/calcified stj, and loss of pacing capture. Hypotension is extremely common during the transaortic valve implant procedure and has multiple potential etiologies, including the effects of anesthesia and rapid ventricular pacing, and is required during bav and subsequent valve deployment. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the hypotension and ischemia was reported as too many pacing runs to determine placement of the valve on a patient with previous CABG. The valve was initially placed slightly low/ventricular, and the CPR caused the valve to move slightly more toward the ventricle, which in turn caused the valve regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In addition, there is no allegation of device malfunction; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.